Manufacturer narrative:
Investigation is complete to date. Should additional information become available, this event will be updated.

Event description:
Boson scientific received information that this atrial lead was taken out of service due to a non-specified malfunction. No adverse patient effects were reported.